Event description:
Information was received from a consumer and healthcare provider via company representative regarding a patient receiving dilaudid (hydromorphone) (3.0mg/ml at 0.2mg) and bupivacaine (12.0mg/ml at 0.2mg) via an implantable pump. It was reported that patient had no pain control. The patient denies any report of falls or injuries. Before patients' surgery, the healthcare provider reported that they were not able to aspirate. The healthcare provider decided to replace the catheter and then could successfully aspirate the catheter and complete a dye study. This issue was resolved after the patient pump segment was replaced.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 06-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.